Event description:
The reporter stated the surgeon was attempting to inject the lens, but it tore. There was patient contact, but no patient injury. The reporter stated it was unknown as to why the lens tore. Another same type lens was implanted.